Manufacturer narrative:
Examination of the returned mbt rev tibial view plts confirms the reported event of breakage and cracking. All pieces of the device were returned. The overall condition of the instruments indicates multiple usages. They exhibit burnishing wear indicated of extended usage. The devices exhibit a shade of yellow indicating they have been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation, determination of device wear from normal use and servicing as the root cause no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The view plate has snapped in half.